Event description:
Compressor on servo-I ventilator made a grinding noise when powered on. Replaced, with second servo-I ventilator, electrical cord overheated. Replaced with third servo-I ventilator, 3rd vent worked without complications.